Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the pump battery reportedly charges slowly and will not charge up to 100%. The customer's blood glucose level was in the low 200s (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.